Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during to the attempted implant of a 29 millimeter (mm) transcatheter valve, the valve and delivery catheter system (dcs) were difficult to cross for 15 minutes due to calcification. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed due to this using a 24 mm non-medtronic (true) balloon. The deployment of the valve was attempted three times without success due to the implant depth being too deep, and the valve "slipping" out. Therefore, the system was withdrawn from the patient. A 34 mm transcatheter valve was used to successfully complete the procedure in a single deployment attempt. It was noted that a 20 minute procedural delay occurred. No patient complications were reported as a result of this event. Additional information was received that the valve dislodged aortic at 80% deployment, and the valve also dislodged ventricular at 80% deployment. It was noted that the patient had a perimeter of 80 millimeter's (mm), and the deployment starting point was in the middle of the pigtail catheter. After valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 0 mm. A medtronic (confida) guidewire was used during the procedure. Additional information was received from the physician which stated the medtronic guidewire did not cause or contribute to the dislodgement.

Event description:
It was reported that during to the attempted implant of a 29 millimeter (mm) transcatheter valve, the valve and delivery catheter system (dcs) were difficult to cross for 15 minutes due to calcification. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed due to this using a 24 mm non-medtronic balloon. The deployment of the valve was attempted three times without success due to the implant depth being too deep, and the valve "slipping" out. Therefore, the system was withdrawn from the patient. A 34 mm transcatheter valve was used to successfully complete the procedure in a single deployment attempt. It was noted that a 20 minute procedural delay occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged aortic at 80% deployment, and the valve also dislodged ventricular at 80% deployment. It was noted that the patient had a perimeter of 80 millimeter's (mm), and the deployment starting point was in the middle of the pigtail catheter. After valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was 0 mm. A medtronic guidewire was used during the procedure.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.